Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu has been returned and evaluated by the failure analysis (fa) team on 12/08/2025. The iesu was returned for failure analysis with the reported problem of error code c-34 was confirmed using the logs, with multiple c-34 errors logged on 11/24/2025 and 11/25/2025. The error c-34 indicates a high frequency voltage too low in the on state, typically due to a faulty electrical component inside the erbe generator. During the failure analysis process, the iesu was tested and presented c-34/c-00 errors on startup. Additional errors such as c-06, m-18, m-11, c-37, m-35, m-32, m-10, c-00, and c-84 were also logged. The inspection revealed a cosmetically damaged fuse holder, but it was deemed acceptable for system testing. Upon visual inspection, unit found to have cosmetically damaged fuse holder. Right side of cover noted to have slight scratching. Root cause is attributed to a defective generator. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that they encountered a reported error c-34, which occurred in monopolar swift mode. The tse guided the user to power cycle the erbe and reduce the power setting, but the issue persisted. The user continued with the procedure using the same system configuration as planned. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that they continued and completed the procedure using only bipolar energy instrument on the original erbe generator since the monopolar energy mode was not functioning.